Event description:
It is reported that the pt was revised due to infection.

Manufacturer narrative:
Evaluation summary: the surgical notes indicate proper size combination of implants was used for the surgery. Per and op-notes have been provided for analysis. No devices or photos have been attached; therefore the condition of the components is unk. There are several risk factors for developing an infection after a total joint replacement, but most pts have no identifiable cause for developing an infection. Some of the risk factors include immune deficiencies, diabetes, rheumatoid arthritis and obesity. As per the given pt details, it has been observed that the pt is an obese, (B)(6) female undergoing second revision surgery whose activity level is unk. Further details such as the activity level of the pt, diseases/disorders if any, photographs of the products and x-rays when provided, the complaint can be re-opened for further investigation. With the available info, the probable cause for infection cannot be determined. Eval: mfg documentation for the reported lots has been reviewed and indicates the devices were mfg, inspected, and packaged to specification.